Event description:
During procedure, physician was using a harmonic scalpel when part of the jaw detached into surgical site. The jaw was retrieved and there was no patient injury.

Manufacturer narrative:
Upon receipt, the returned device was visually inspected and found to have its jaw detached. A probable cause for the jaw to detach was due to a torque force exerted on the device. A review of the lot control sheet for the reported device serial number, indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.